Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.  (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured which and was within maximum crimped stent profile measurement. A visual and microscopic examination of the tip found no damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 235 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during device analysis. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03-oct-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery (rca). A 32 x 3.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion despite several attempts. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.